Event description:
Patient presented to the physician with an abscess around the generator. Physician brought the patient into the or, removed the abscess, removed the ipg, sensing lead, and stimulation lead body, and placed a drain in the chest.